Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The unit was returned to livanova (B)(4) for further investigation. As a result of the investigation a hole was found in the cooling coil causing the reported issue. The unit was scrapped upon completion of the investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a complaint stating the unit was giving an alarm on the leakage current measurement central in the or during a procedure. There was no report of patient injury.